Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of ascvs0286 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during infusion, the y site was found split & leak.